Event description:
Same case pr ID# (B)(4) and (B)(4). It was reported that coronary atherosclerotic heart disease and target vessel revascularization occurred. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) extending up to distal rca with 100 % stenosis and was 93 mm long, with a reference vessel diameter of 4.00 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 24 mm overlapped with 3.50 mm x 38 mm and 3.50 mm x 38 mm synergy stents. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized for further evaluation and treatment. On the following day, the subject was referred for coronary angiography which revealed 90% stenosis in proximal rca extending up to distal rca which had previously placed study device and was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0%. The rationale for intervention was angiographic finding without symptoms or objective signs of ischemia. At the time of reporting the outcome of the event was considered to be recovering/resolving. Two days later, the subject was discharged on aspirin and clopidogrel.